Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed an "ECG fault -501" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing by a zoll approved service provider. The device was returned to zoll medical corporation. However, the device was put through extensive testing including fast, shock and impedance testing, off current testing, resistant testing and hla testing without duplicating the report. An internal inspection found no discrepancies. The device was recertified and returned to the customer. The electrode pads used were not returned for review as part of this investigation. Analysis of reports of this type has not identified an increase in trend.